Manufacturer narrative:
On (B)(4) 2017 the manufacturer of the associated ceramic head (not marketed in us) involved in this complaint provided a document review, reporting as follows: the component properties and the microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to a lack of ceramic parts further investigation can not be done. Batch review performed on 14 february 2017. Lot 141472: (B)(4) items manufactured and released on 24 june 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 17 feb 2017 the medical affairs director made the following analysis: total revision in cementless tha after 2 years. According to report, firm bone ongrowth had occurred, but on the radiograph only the distal part of the stem looks fixed, and therefore the device was mobilized proximally and painful. Such femoral anatomies, in young patients, present frequently a severe challenge for tha. The root cause for this failure cannot be determined with certainty.

Event description:
Revision surgery 25 months after primary was necessary due to pain. No infection was found.

Manufacturer narrative:
Additional information received on 19 april 2017 and includes: the explants will not be available for further investigations.